Event description:
In 2003, I had lasik eye surgery. I have recently started experiencing severe dry eye problems. I have had to have what is called the "3 snip" procedure to try to correct the dryness. It has had limited success. A person I work with had the same surgery by the same doctor and she has also had the same dry eye problem and had the "3 snip" procedure. I also have blurring when trying to see in between the reading distance and long distance. One eye is for close-up vision and the other is for distance. For three months in 2008, I have visited an ophthalmologist for various treatment--eye drops, stretching of tear duct, 3 snip procedure.